Manufacturer narrative:
The reported uncomfortable stimulation and impedance issues were not confirmed. The lead was returned in good condition. Microscopic inspection showed at some point the lead had been secured inside the header without being fully inserted inside the ipg. If this was the state of the lead during the patient¿s normal usage, it would have contributed to the uncomfortable stimulation and impedance issues observed in the field. However, another set of setscrew marks indicated the lead had been properly inserted and secured inside the head of the ipg. There was also drag marks on contact 8 and 9 consistent with a lead pull out. Although, it was reported there was no lead pull out observed, the lead may have pulled out of place inside the header which may have not been perceptible to the observer. This could have also contributed to the reported issues. The lead passed all electrical tests. When tested with the returned ipg, no impedance issues were observed. Although anomalies were observed that are consistent with a lead pull out or a lead not fully inserted inside the header, the root cause of the issue could not be conclusively determined.

Manufacturer narrative:
Device code: "2285 - low impedance" should have been included in previous MDR.

Event description:
Related manufacturer reference numbers: 1627487-2020-49023, 1627487-2020-49025, 1627487-2020-49026. Additional information was received that patient also experienced shocking in ipg pocket. Surgery occurred to address the issue. During the surgery, one anchor and one lead were found to be broken. The system was replaced to address the issue. It is unknown which anchor and lead were broken so all suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32704. It was reported that patient fell and experienced uncomfortable therapy in the wrong location. Diagnostics showed low impedance on multiple contacts of the leads. Surgery may occur to address the issue.